Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no abnormalities. During the functional testing, the customer reported problem was not reproduced. However, water leakage from the drain valve and cracks in the internal return tube were confirmed. The cause was unknown. The drain valve and internal return tube were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the temperature fluctuates. There was patient involvement and unknown patient harm/adverse event reported. There was no patient involvement, and no patient harm/adverse event reported.